Event description:
This is an adverse event recorded on a crf as part of the (B)(6) pt registry. This pt was retrospectively enrolled with 13 cm of low grade dysplasia. The pt underwent a radiofrequency ablation procedure (rfa) to treat the low grade dysplasia. At the one month follow-up visit, an endoscopy noted a stricture which was subsequently dilated. It was reported that the pt's symptoms have since fully resolved. Per the treating physician, the severity of this event was mild, the relationship of the event to the device procedure was definite and there was no device malfunction.

Manufacturer narrative:
The site did not return any device, therefore no device eval was performed. If we should receive further info pertinent to this event, a follow-up report will be submitted. (B)(4).